Event description:
During ivtm therapy, customer noticed the two stainless steel reels on the pump rotor of the thermogard ivtm system (sn (B)(4) were loose. The thermogard ivtm system was not ready for clinical use and therefore, another thermogard ivtm system was use to continue with treatment. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The thermogard console was evaluated by zoll service technician at the customer site. The reported complaint of the two stainless steel reels on the pump rotor of the thermogard ivtm system (sn (B)(4) were loose was not confirmed during visual inspection and during functional testing. No issue with the pump rotor and no device malfunction was found, and the thermogard console functioned as intended. No physical damage or loose stainless-steel reels were observed on the thermogard console during visual inspection. An event log data review was performed and revealed no discrepancy the thermogard console passed the initial functional testing without any fault or error. Following service, the thermogard console passed the final functional test and electrical safety test without any error.